Event description:
The physician performed an arstaotomy successfully and retracted the device to remove it. The physician was not able to easily retract the device and pulled slightly harder. The device did exit but it was noted that the heel wire was broken at the heel. It was noted that the actuator was in the down position rather than the up position. A 6f sheath was used to complete the diagnostic case. A small hematoma developed during the case. An angiograph was taken at the groin site. There was a subintimal dissection at the arstaotomy site where the device was pulled out. The physician repaired the area with balloon angioplasty and stent. The pt had no other complications. The physician believes the dissection was caused by removing the device with the plunger in the depressed position.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the actuator cable broke, which is consistent with the event description that the 'heel' broke. During mfg, a functional test is performed (B)(4), which verifies that the actuator cable is properly attached to the heel assembly. In addition, final inspection verifies that "the cable is tight and the heel is firmly against the anchor." (B)(4) history was reviewed and no (B)(4) related to this failure mode. There is no evidence to suggest the device was out of specification. Similar complaint history for this lot was reviewed and no similar complaints for the primary reported event were found in this lot. Since there is no evidence to suggest the device was out of specification, and based on the physician's report, there is evidence suggesting that the device was removed with the plunger depressed, the probable root cause for the broken heel/broken actuator cable issue is 'use error'. The user acknowledges that he did not release the heel (actuator did not move to its disengaged position), as instructed in step 15 of the IFU, prior to removal of the arstasis device. Without disengaging the heel, it will be difficult to remove the device, and the actuator cable can break if the user applies force. The failure to release the heel most likely contributed to the event of small hematoma and dissection. This is the first injury of this kind for this failure mode and risk management documentation will be reviewed and updated. The physician has been retrained to follow the IFU.